Event description:
It was reported that the patient was recently traveling internationally and is now experiencing low voltage advisories even when connected to batteries with at least 3 bars. The patient stated that it even happened when connected to their mobile power unit (mpu). All cables, batteries, and clips were assessed and were without damage or tear. The patient denied any driveline bending or compression during their recent trip. The log files captured odd voltages while connected to both battery power and mpu causing low power events. These only occurred on the controller's white lead. This appears to be an issue with the controller white lead. There were no other unusual events recorded in the log file event history. The site was able to complete a controller exchange while the patient was still in the clinic without any difficulty and had no adverse events with the exchange. The alarms resolved and no other alarms occurred at the time of the event. The damaged controller will be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage was confirmed. The log file spanned approximately 1 day ((B)(6) 2022 per the timestamp). Voltages fluctuated throughout the log file while the device was connected to mobile power unit and battery power source. Atypical power cable disconnect alarm intermittently activated from (B)(6) 2022 at 23:13 to (B)(6) 2022 at 10:11 due to invalid rsoc fault on the black power cable not associated with a power source exchange while the device was connected to a mobile power unit. Atypical low voltage advisory alarm intermittently from (B)(6) 2022 at 23:08 to (B)(6) 2022 at 12:15 due to fluctuating rsoc voltage on the black power cable while the device was connected to a battery power source. The alarms resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned hm3 system controller, serial: (B)(4), was functionally tested and had slightly higher than normal resistance on the power cables. The power cables were tested to have no current leakage. The power cables were stripped down to the wires revealing a severed wire on the black power cable. The severed wire is unused on the black power cable, but shows that the power cables were severely fatigued. A root cause of the reported event was not determined through this analysis; however, the conductor breakdown on the power cables may could have contributed to the reported event. There were incidental findings of kinked power cables and fluid ingress in wires. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 1 entitled ¿introduction¿ states that ¿if heartmate 3 patient are approved for showering, they must always use the shower bag. When installed properly, the shower bag protected external system components from water or moisture. If external system components have contact with water or moisture, the pump may stop¿. Heartmate iii patient handbook section 4 entitled ¿living with the heartmate 3¿ provides proper instruction on how to properly shower with the heartmate 3 system. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.